Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining high accutni results in the risk stratification range on three samples from one patient that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory. The patient was transferred to an alternate facility for further evaluation due to the erroneously high accutni results. The accutni result at the alternate facility, on an alternate method, resulted at the low end of the risk stratification range.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the erroneous results. The patient's sample was sent to customer product line support (cpls) east for further testing. The cpls investigation identified a heterophile like interferent in the patient's sample, which was the root cause for this event.